Event description:
I was given a pessary that was defecitve because of the way it was made. The string on the pessary dissolved inside my body. The doctor's office tried to explain the problem to the company rep, but the doctor's nurse received no help or intelligent response from the milex company. The insurance company was charged for something that was defective, and I cannot use it.